Event description:
The clinician reports the implant was inserted (B)(6) 2006 in fdi 34. Implant surface not completely covered with bone and ridge augmentation. On (B)(6) 2019, loss of osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: bleeding. No further patient complications were reported.